Event description:
It was reported that during shoulder surgery, the anchor broke off inside the patient. The broken pieces were retrieved from the patient. There was no harm to the patient, operator, or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. Upon visual evaluation, the broken pieces were not returned for investigation. No problem found. It was noted that the returned device has damaged. The distal end of the tube has a nick and missing the cap. The distal end of the rod was slightly bent. The broken pieces were not returned for investigation. The cause remains misuse. Functional testing was not performed due to the damage to the device.